Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: receiving blood transfusions due to gi bleed. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported that there was a major bleed during impella cp support. While on support, there was coffee ground emesis and a suspected gastrointestinal (gi) bleed. The patient received blood transfusions for the gi bleed and heparin remained on hold.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.